Event description:
After successful implant of a bifurcated device and a suprarenal cuff, patient's left foot was pale with no palpable pulses or doppler signals. Upon re-exploration of the femoral artery, a large plaque was found and an endarterectomy performed; also approx two inches of the femoral artery was replaced with ptfe. The vessel was closed with bovine patches. Flow was re-established and patient's foot was pink with good pulses. Patient in stable condition.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.